Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to advance appears to be related to patient morphology/pathology. The reported damaged shaft appears to be due to the failure to advance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025, that the patient presented with mitral regurgitation (mr) and tortuous iliac veins for a mitraclip procedure. During the procedure, difficulty was encountered while advancing the steerable guide catheter(sgc) into the anatomy due to tortuous iliac veins. Multiple attempts were made to advance the sgc and was unsuccessful. As a result, it was removed. Upon removal, a crack was observed at the distal end of shaft of the sgc. The procedure was terminated. There was no clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. A xtw mitraclip was implanted successful, reducing mr to trace. On an unknown date, there was a reported issue with the sgc. Details on the nature of the issue are currently unknown.